Event description:
It was reported that during preparation for an aaa stent graft procedure foreign matter was found in the inner sterile packing of the wire. While preparing the back-up meier .035" wire for the aaa stent graft procedure a hair was found on the inner sterile packing of the wire. The device was not used and the procedure was completed with another of the same device. No patient complications were reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.